Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patients implanted with neurostimulators (ins). Information was reported that a patient said he had googled his implant model and apparently there have been quite a few others that have the same type of implant with the same issues with the rechargeable battery, the patient stated he didn't have the exact website and had accessed the information 'the other day last week' but had also done a search before. The issues the other patients were having include recharger is no longer acknowledging the implant battery, the battery isn't holding a charge, taking a long time to charge, implant not recharging very well, and the implant heating up while recharging. No further complications were reported. No additional patient symptoms were reported.